Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ia, stent migration, rupture and reline. Clinical evaluations was unable to find substantial evidence to support the following reported events; first re-intervention occurred in 2015 and death. The reported stent separation of the main body stent and suprarenal cuff was refuted and all stent seemed to be connected. Cumulative knowledge information by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and stent migration was severe remodeling of the aorta in combination with multiple suprarenal stents and aortic endovascular manipulations (intentional user error- cautionary product use condition). Additionally, the moderate aortic neck tortuosity of 50° likely perpetuated the severe aortic remodeling (anatomy-related). No off-label product use conditions were identified. Procedure- and/or user-related issues could not be determined due to lack of medical information surrounding the implant event. During the repair procedure, the inability to exclude the leak and the partial covering of the right renal artery (intentional user error) in an attempt to exclude the leak (procedure-related issue) likely contributed to this patient's demise. Procedure related harms included the inability to exclude the aneurysm/rupture. Associated clinical harms for this device failure included: type ia endoleak, rupture, secondary endovascular procedure, death. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated, suprearenal, and an infrarenal stent to treat an aortic aneurysm in 2012. Approximately 3 years post. Initial implant, it was discovered that the proximal extension had separated and the physician elected to reline with two vela suprarenal and a bifurcated stent. On (B)(6) 2017, the patient presented emergently, and through CT it was discovered the patient had an endoleak type ia. Patient was relined with three vela suprarenal to correct the issue. The patient expired after leaving the operating room.